Event description:
It was reported that during use with 3 different lots of bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes an unspecified number were underfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer states vacuum is low causing samples to be underfilled.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1228128, medical device expiration date: 31-jan-2023, device manufacture date: 16-aug-2021, medical device lot #: 1350358, medical device expiration date: 31-may-2023, device manufacture date: 16-dec-2021, medical device lot #: 2018866, medical device expiration date: 30-jun-2023, device manufacture date: 18-jan-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 3 different lots of bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes an unspecified number were underfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer states vacuum is low causing samples to be underfilled.

Manufacturer narrative:
Bd had received four (4) contaminated customer samples, and four (4) photos. The photos were evaluated and showed the amount of specimen drawn was below the fill line. This complaint is confirmed for underfill based on the photos. The quantity of blood drawn can vary with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling techniques. Additionally, ten (10) retention samples from bd inventory were evaluated visually and by functional testing, no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.